Event description:
During an intramedullary nailing of the proximal femur, the alignment tab on the insertion handle broke off inside the femur and could not be retrieved. The tab was left inside the pt and the procedure was completed.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been rec'd for investigation. Device is currently in the investigation process and no conclusion can be drawn at this time.